Manufacturer narrative:
The device alarmed motor error during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Pump passed the displacement test and rewind and basic occlusion test. Unable to perform the no delivery test due to motor error alarm. The motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error had a high blood glucose event. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump shut off during fill tubing and was able to resolve the issue. Customer reported that the customer's blood glucose remained high even after treatment with insulin pump. Customer's blood glucose reading was around 400 mg/dl and treated. Customer declined high blood glucose troubleshooting. Customer also reported that the insulin had a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.